Manufacturer narrative:
Batch review performed on 4 september 2019: lot 156106: (B)(4) items manufactured and released on 18-feb-2016. Expiration date: 2021-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 3 years and 3 months after primary the patient came in complaining of instability and the cause of the instability is unknown. The surgeon swapped the insert to a 2mm thicker one. The surgery was completed successfully.